Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached investigation report.

Event description:
Low ventricular lead impedance with noise was reported in relation to the subject ventricular lead. During the interrogation performed on (B)(6) 2021, the programmer displayed a message indicating that the ventricular lead polarity had automatically switched to unipolar on (B)(6) 2021 because abnormal ventricular lead impedance values had been measured twice. A review of the pacemaker memory found that two arrhythmia episodes were recorded on (B)(6) 2021 with noise-like waveforms on the egms. There were no arrhythmia episodes recorded after the polarity switch to unipolar, and no noise was reproduced upon provocative tests during the follow-up. Since normal lead measurements were confirmed, it was decided to perform another pacemaker check by mid-(B)(6) with the unipolar polarity.